Event description:
It was reported that the light of the lens integrated system could not turn on. It is unknown whether the event happened during surgery, and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was observed the antenna was not returned and the equipot plug was loose. A functional evaluation revealed the light guide cable was recognized but the lamp does not turn on. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.